Manufacturer narrative:
Concomitant medical products: product ID: 97715, serial#: (B)(4), product type: implantable neurostimulator. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Product ID: 977a260, serial/lot #: (B)(4), ubd: 09-nov-2024, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 02-oct-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer's representative (rep) reported that whenever the physician screw down the lead on the 8-15 port, only electrode 8 shows 40,000 ohms. The rep didn't retest on an external neurostimulator. The rep didn't swap out the lead to the other port. The physician took the lead out, wiped it and reinserted it. The impedance continued to show electrode 8 showed 40,000 ohms. The physician changed out the neurostimulator (ins) and electrode 8 continued to show the same impedance, 40,000 ohms. The rep reported that when the physician screwed down the lead halfway, electrode 8 showed a normal impedance reading. The physician didn't want to change out the lead. The physician implanted the same lead and a different ins.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that the cause of the high impedance was not determined. There were no further actions/inte rventions taken to try and resolve the impedance issue beyond changing out the implantable neurostimulator. The surgeon did not want to change out the lead. The surgeon did not want to take anymore steps to troubleshoot the issue.